Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("have it (essure) removed ") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she had essure removed and had no problems so far. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abnormal loss of weight ("down 14ibs without dieting 2 weeks post op"), arthralgia ("joint pain"), inflammation ("chronic inflammation"), dyspareunia ("sex hurt"), bladder pain ("bladder pain") and agitation ("I am not agitated like I was when I had essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, abnormal loss of weight, arthralgia and agitation had resolved and the inflammation, dyspareunia and bladder pain outcome was unknown. The reporter considered abnormal loss of weight, agitation, arthralgia, bladder pain, dyspareunia, inflammation and rash to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Concerning the injuries reported in this case, the following ones were reported via social media : agitation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abnormal loss of weight ("down 14ibs without dieting 2 weeks post op"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the rash, abnormal loss of weight and arthralgia had resolved and the inflammation outcome was unknown. The reporter considered abnormal loss of weight, arthralgia, inflammation and rash to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event chronic inflammation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abnormal loss of weight ("down 14ibs without dieting 2 weeks post op"), arthralgia ("joint pain"), inflammation ("chronic inflammation") and dyspareunia ("sex hurt"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the rash, abnormal loss of weight and arthralgia had resolved and the inflammation and dyspareunia outcome was unknown. The reporter considered abnormal loss of weight, arthralgia, dyspareunia, inflammation and rash to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event: sex hurt added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abnormal loss of weight ("down 14ibs without dieting 2 weeks post op"), arthralgia ("joint pain"), inflammation ("chronic inflammation"), dyspareunia ("sex hurt") and bladder pain ("bladder pain"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the rash, abnormal loss of weight and arthralgia had resolved and the inflammation, dyspareunia and bladder pain outcome was unknown. The reporter considered abnormal loss of weight, arthralgia, bladder pain, dyspareunia, inflammation and rash to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- bladder pain, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abnormal loss of weight ("down 14ibs without dieting 2 weeks post op"), arthralgia ("joint pain"), inflammation ("chronic inflammation"), dyspareunia ("sex hurt"), bladder pain ("bladder pain") and agitation ("I am not agitated like I was when I had essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, abnormal loss of weight, arthralgia and agitation had resolved and the inflammation, dyspareunia and bladder pain outcome was unknown. The reporter considered abnormal loss of weight, agitation, arthralgia, bladder pain, dyspareunia, inflammation and rash to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Concerning the injuries reported in this case, the following ones were reported via social media : agitation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 8 and 9 were processed together. Social media received. Reporter information added. Event : I am not agitated like I was when I had essure added. On (B)(6)2020: fu 8 and 9 were processed together. Social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("rash") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), weight increased ("down 14ibs without dieting 2 weeks post op") and arthralgia ("joint pain"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the rash, weight increased and arthralgia had resolved. The reporter considered arthralgia, rash and weight increased to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Most recent follow-up information incorporated above includes: on 16-nov-2017: new information received and events were added: rash, down 14ibs without dieting 2 weeks post op, and joint pain. Previously reported event "have it (essure) removed" was deleted and considered as treatment for the event "rash". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("rash") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), weight decreased ("down 14lbs without dieting 2 weeks post op") and arthralgia ("joint pain"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the rash, weight decreased and arthralgia had resolved. The reporter considered arthralgia, rash and weight decreased to be related to essure. The reporter commented: she had essure removed and had no problems so far. Two weeks post op: rash gone, down 14 lbs without dieting, joint pain gone immediately. Most recent follow-up information incorporated above includes: on 14-dec-2017: coding request done. Event down 14lbs without dieting 2 weeks post op was recoded to meddra llt weight loss. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.